Event description:
Caller reports that during a correlation study the following inform system results were obtained within 10 minutes: 70 mg/dl (inform system 4) and 113 mg/dl (inform system 2); 66 mg/dl (inform system 4) and 123 mg/dl (inform system 2); 65 mg/dl (inform system 4) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The central monitoring unit (cmu) informed the administrative nurse manager (anm) of multiple telemetry failures (16), as well as paging the on-call biomed tech. The anm determined which patients were having arrhythmias on affected nursing units and contacted respective nurses to execute downtime procedure (utilize free-standing monitors with audible alarms on vulnerable patients, with continuous rounding for assessments).

Manufacturer narrative:
(B)(4).